Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient confirmed this occurred following spinal fusion surgery. It was suspected that the evoke closed loop stimulator (cls) may have been damaged due to electrocautery usage during spinal fusion surgery. A revision procedure was performed, and the cls was replaced to resolve the reported event.

Manufacturer narrative:
Additional information and corrected data: section d - device available for evaluation; date returned to manufacturer; device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The cls was returned to saluda for analysis. The device failed the functional test for electrode output testing, with high and low impedances observed. The observed result is consistent with electrocautery damage. The device logs prior to the reported event were reviewed, and no anomalies were identified. It was reported that the patient had previously undergone surgery on their spine, during which electrocautery was suspected to be utilized. The evoke scs system surgical guide states, ¿patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. Electrosurgical devices generate energy that may cause tissue damage at the lead site and result in severe injury. Damage may also occur to the cls.¿